Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
(B)(4) it was reported that an alaris pc unit was involved in an unspecified "health effect medical device problem." The event description provided was "f26 - no health consequences or impacte2401 - insufficient informationf05 - delay to treatment/therapya26 - insufficient informationa07 - electrical /electronic property problema0719 - unexpected shutdownb17 - device not returnedc20 - no findings availabled15 - cause not established." No additional information was provided, and no contact information or products were provided.